Manufacturer narrative:
Unable to perform displacement test, selftest, sleep current measurement and active current measurement due to missing segments/partial display. Device received with missing segment due to cracked and bleeding lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multicolor lines across screen. The customer was reported that they can not see the screen anymore. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.